Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose values and under delivery of insulin from the pump. Customer¿s blood glucose value at time of incident was 400 mg/dl and current blood glucose value was 460 mg/dl. Customer treated for high blood glucose levels with the injections. Customer stated that she did not wish to troubleshoot as there was something wrong with the pump. Insulin pump will be returned for analysis and a replacement pump will be sent.